Event description:
Reported with no info, just treatment noted as "replacement with new lap-band." Event further clarified as, "suspicion of leakage. X-ray showed no leakage, but volume loss in band. Band was replaced for control on shell integrity."